Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained results of 500mg/dl, hi, and hi on the advantage test system while feeling hypoglycemic. The paramedics were called and tested customer at 49 mg/dl within minutes on their device. Customer was treated with glucose paste by the paramedics and taken to the hospital. Customer's blood glucose was >800 mg/dl after arriving at the hosp and customer was subsequently treated with insulin. On another occasion, customer reports obtaining results of 463 mg/dl and 137mg/dl on the advantage last system within 10 minutes. No action was taken based on these test results and no adverse event occurred after these test results. Requested return of suspect test system and replacement was sent. Info suggests incident and comparison occurred in the home.